Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: a06228/a06908, model/catalog description: phase iii linear lead - 70cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.